Manufacturer narrative:
Device evaluation: traces of blood were detected on the device. The balloon was returned inflated. An inflation test was performed however a pinhole was detected on the distal portion of the balloon. No other abnormalities detected on the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a non-calcified lesion in the left brachial-cephalic arteriovenous fistula using reef hp balloon catheter. The target lesion was the left arteriovenous fistula with 75%-80% venous stenosis. Physician deployed the reef hp pta balloon (no abnormalities noted) and inflated the balloon at the avf lesion. On its first inflation and while reaching 20 atm, the reef hp pta balloon burst (circumferential/radial burst). Physician had to remove the burst balloon and subsequently, a bsx mustang hp pta balloon (6.0mm x 40mm x 75cm) was used to complete the avf case. Reef product returned for analysis. Having removed the burst reef hp pta balloon, the procedure was completed with the use of a bsx mustang hp pta balloon (6.0mm x 40mm x 75cm). There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.